Manufacturer narrative:
A titan otr pump and two cylinders were received for analysis. Abrasion was noted on all pump tubing. No functional abnormalities were noted with the pump. A separation was noted in the apex of the strain relief of cylinder 1. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. A partial separation was noted in the apex of the strain relief of cylinder 2. This was not a site of leakage; there were no functional abnormalities noted with cylinder 2. Based on examination of the returned product, it was concluded that while in-vivo all pump tubing had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the cylinder strain relief area of cylinder 1. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to available information, the device tubing and cylinder were fractured. The device was explanted. No other adverse patient effects were reported.